Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, there was foreign material found to be adhered to the cutting knife and the distal end cover. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected information.corrected fields: d4, h4.

Event description:
No additional information received from the customer.